Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was functionless was not confirmed. However, during evaluation it was determined that the device had a drilled neuro tip. It was determined that the condition of the drilled leg was due to excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The assignable root cause was determined to be component damage due to user error. If information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the craniotome device was functionless. During in-house engineering evaluation, it was determined that the craniotome device had a drill neuro-tip leg. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed additional. If information should become available, a supplemental medwatch will be submitted accordingly.